Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was not able to charge the ins. Patient services reviewed how to use the recharger. The patient was able connect to the ins and started a charging session. The ins was 90% charged and stim was off. The recharger was working as intended. Patient services reviewed how to turn stim on. When patient first connected with the ins they think they saw a por message but bypassed it right away. Patient services reviewed how to turn stim on. The patient was able to turn stim on and increase stim to where they could feel stim. The troubleshooting steps that were taken on the call resolved the issue. There were no patient complications reported as a result of this event.